Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported that the acuity central station clock (time of day) on the device was 23 minutes fast. There were no reported adverse events affecting any patients.